Manufacturer narrative:
The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The device passed leak test. The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The device was received with pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that hey had high blood glucose value. Customer¿s blood glucose value at time of incident was 465 mg/dl and current blood glucose value was 500mg/dl. Customer gave an insulin shot. Customer was unable to troubleshoot since customer's pump was stuck. Customer also had issue with insulin flow blocked alarm. Customer was not able to perform troubleshoot since she was not able to get the plunger. Insulin pump will be returned for analysis.